Event description:
It was reported the patient experienced heaviness on the legs that was correlated to excess bone cement from another non-related procedure. The patient opted to have full system explanted after attempts in reprogramming therapy. No complication.

Manufacturer narrative:
It was reported to abbott, a patient was experiencing heaviness in their legs. The patient had a history of sacroplasty surgery where an excess bone cement started to pinch the patient's nerve. The patient had the scs implanted in order to alleviate the pain from the excess bone cement. A rep met with the patient multiple times where reprogramming was done. The patient had x-rays done and consulted with physicians. The patient was sent for a sacroplasty consult to remove cement invading the epidural space from previous procedure. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.